Event description:
It was reported that pump touchscreen was cracked and shattered and caller could not read or use screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.